Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of distal tip detached/missing. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophageal dilation procedure. According to the complainant, during the procedure, the balloon was difficult to remove from the scope and force was needed to remove the balloon. Once removed, biopsy forceps were pushed down the endoscope and a ¿white piece of plastic about an inch long or more" was pushed out of the scope. It is unknown whether the piece was retrieved or not. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.